Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tip of expedium screwdriver broke off inside the head of the pedicle screw upon attempting to insert the screw into the pedicle. Distal tip could not be retrieved and remained wedged inside the head of the pedicle screw. No adverse impact to the patient was noted. No delay to the procedure was noted. No-charge po will be provided at a later date for replacement screwdriver patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level found that the fracture was located at the driver¿s distal tip. A fracture analysis was conducted on the returned device. It was noted plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.